Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the mid left anterior descending artery. The 2.5 x 15mm apex mr balloon catheter was inflated and ruptured on the 2nd inflation at 10atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the mid left anterior descending artery. The 2.5 x 15mm apex mr balloon catheter was inflated and ruptured on the 2nd inflation at 10atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: during an attempt to inflate the balloon, a pinhole leak was noted. The leak was present at 5mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).